Manufacturer narrative:
H3: analysis of the software exports was completed and the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r>d workstation. Analysis reviewed the planning made for the case. T12 bilateral was planned with lateral skiving potential. Right l2 was planned with no skiving potential. According to the export file, the platform used was a bmb with a schanz screw to l1. Analysis examined the 3d reconstruction of the scan plan study provided. A schanz screw is apparent between l2 and l3. According to surgical technique guide, a schanz screw should be affixed to the psis or iliac crest. In addition, when using a schanz screw in a mis case, the approved operational range is from s2 to l1. Analysis reviewed the log files recorded by the system. The log files show no indication of excessive force applied on the surgical arm. Platform shift cannot be ruled out. Analysis reviewed all available information and concluded the root cause of the deviations to be inadequate platform fixation, most probably le ading to a platform shift. The location of the schanz pin and the operated area were off label, hence, platform stability and accuracy were compromised. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat trauma with placement of screws and rods. It was reported that there was a deviation during a t12-l2 procedure with a fracture at l1. The right l2 screw was lateral and the right and left t12 screws were misplaced. The screws were deviated between 3.5 and 10 mm. Troubleshooting involved taking new images and replanning the trajectories to ensure skiving was reduced and making sure the drill engaged properly with the bone. The cause of the deviation was not determined. The use of the guidance system was aborted and the procedure was completed freehand. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.